Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the cartridge would not slide onto the pump past the guide rails and a lot of force was required to remove the cartridge from the pump. There was no impact to the customer's blood glucose level. It was indicated that injections were available for alternate insulin therapy.